Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30391998m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male (B)(6) patient underwent an atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During ablation of the right pulmonary vein (rpv), it was confirmed that blood pressure dropped and when checked by echo, effusion found, cardiac tamponade. After pericardiocentesis, blood pressure returned. Prior to noting the CT ablation was performed and there was no evidence of steam pop. The physician commented that it did not notice that 10 minutes had passed since blood pressure decreased. ¿since venous blood has been collected, I do not know what actually caused it and when¿. It was not reported extended hospitalization was required. Patient outcome was reported as fully recovered.